Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a lap assisted distal gastrectomy, the surgeon started to fire the device; however, the knife stopped after advancing 1 cm and all toggles stopped working. Since the knife did not return back and jaws did not open, the battery pack was reinserted and the jaws opened. A manual handle was used to complete the procedure. There was no injury or adverse event reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one battery pack, one handle, one adapter, and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the battery, handle, or adapter. Visual inspection of the cartridge noted that the reload was partially applied to the 5 cm cutline. The anvil clamping mechanism was deformed. Functional testing of the battery, adapter, handle, and reload revealed that the jaws would not close fully due to the deformed anvil clamping mechanism. No other abnormalities were noted. The reload was applied to test media with proper transection and stapling. The reload jaws were able to open without issue. Replication of the reported partial firing condition may occur if the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of the anvil clamping mechanism deformation condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The returned products as received were found to not meet specifications and the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.